Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected and underwent leak testing; however, no visual damage or abnormality was found. The pump passed leak testing. The cuff was visually inspected and underwent leak testing. Visual inspection found a tear in the cuff tab and shell due to sharp instrument damage consistent with explant. The balloon was visually inspected and underwent leak testing. No visual damages or abnormalities were found; the balloon passed leak testing. The balloon did not pass functional testing due to pressure higher than specification. The reported patient symptom of infection is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced post-operative infection in his scrotum, which caused the surgical site to be swollen, red, and inflamed. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced post operative infection in his scrotum, which caused the patient's surgical site to be swollen, red, and inflamed. The device was explanted and not replaced. No device issues nor additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected and underwent leak testing; however, no visual damage or abnormality was found. The pump passed leak testing. The cuff was visually inspected and underwent leak testing. Visual inspection found a tear in the cuff tab and shell due to sharp instrument damage consistent with explant. The balloon was visually inspected and underwent leak testing. No visual damages or abnormalities were found; the balloon passed leak testing. The balloon did not pass functional testing due to pressure higher than specification. The reported patient symptom of infection is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced post operative infection in his scrotum, which caused the patient's surgical site to be swollen, red, and inflamed. The device was explanted and replaced. No device issues nor additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected and underwent leak testing; however, no visual damages nor abnormalities were found in the pump, and it did pass leak testing. The cuff was visually inspected and underwent leak testing. Visual inspection found a tear in the cuff tab and shell due to sharp instrument damage consistent with explant. The balloon was visually inspected and underwent leak testing. No visual damages nor abnormalities were found, and it did pass the leak testing; however, the balloon failed functional testing. Based on the information available and analysis results, device performance did not likely cause or contribute to the reported patient symptom of infection which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced post operative infection in his scrotum, which caused the patient's surgical site to be swollen, red, and inflamed. The device was explanted and replaced. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.